Event description:
The pt presented to the infusion room for routine labs prior to chemo. When the nurse attempted to flush the port, the pt complained of pain at the port site, and it was noted that there was swelling noted under the clavicle. A p2 nuc med study was ordered to assess the patency of the port. The port study showed the contrast did not flow into the vein but sat in the tissue near the port. A single view cxr was ordered and showed the port catheter was fractured and appeared to be lying in the ventricle. Piece of fractured port removed by surgeon.